Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented to clinic for normal post-op check. It was noted that the pacing threshold had risen. Fluoroscopic visualization did not suggest any lead movement, but it was believed that there may have been a micro-dislodgement. A lead revision was performed; however, the helix was unable to extend during re-deployment. The lead was removed and replaced successfully without adverse consequence to the patient. The patient was stable before, during and after the procedure.